Manufacturer narrative:
Reportable malfunction with inomax dsir ds20090169 was documented and investigated under (B)(4). A review of the device's service log revealed that a delivery stopped alarm due to monitored no > absolute max of 100 ppm (actual 149 ppm) followed by a log entry for injector module failure alarm raised due to analog injector readings out of bounds (temp counts valid range: 70 to 4050 counts) (actual temp counts: 8 counts) with the im flow counts within range. Although identified in the service log, the regional service center (rsc) did not experience a delivery failure alarm during testing. The root cause for this occurrence was likely due to a malfunctioning injector module thermistor. As a result, the device's injector module was replaced. This condition will be tracked and trended under the company's quality system. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
On (B)(6) 2019, a mallinckrodt internal employee discovered a delivery stopped alarm associated injector module (im) failure analog injector readings out of bounds with temperature counts below valid range which indicates a reportable malfunction match for inomax dsir ds20090169. This service log finding meets the criteria of a reportable malfunction. There was no complaint alleged against this device. This match was found during routine review of preventative maintenance service logs.